Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During an implant procedure, it was difficult to insert the lead into the device header due to the set screw being too tight. The set screw was unscrewed for one revolution and the lead was successfully inserted into the device header. The procedure was completed successfully and the patient was stable with no adverse consequences reported.